Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation around her neck under the holster strap. The area was described as red with white bumps that itched, but no open skin. The patient's pcp provided a cream to use on the area and advised to use (B)(6) lotion if the cream didn't help. The patient indicates that the rash had healed.